Manufacturer narrative:
Concomitant product: 457453 lead, implanted: (B)(6) 2005.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds. The lead was partially explanted and the remaining portion was capped. A new lead was placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.